Manufacturer narrative:
Unable to confirm compromised force sensor system alarm and unable to perform displacement test, rewind, basic occlusion, prime/compromised force sensor system, excessive no delivery and occlusion test due to detached end cap. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had compromised force sensor system alert or insulin squirt out during manual prime. The blood glucose was unknown at the time of the incident. The drive support cap appears to be damaged. Customer advised to replace and discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.